Manufacturer narrative:
Citation: m. Desnoyers, m. Bonjour, e. Metereau, t. Danaila, c. Laurencin, p. Jaulent, a. Jaulent, l. Liu, m. Duraffourg, g. Polo, e. Simon, t. Ferry, f. Valour, s. Thobois, s. Prange. Dbs-related infections in parkinson's disease: incidence, risk factors, management and outcome. Revue neurologique 2026. Doi: 10.1016/j.neurol.2026.01.006earliest date of publication used for date of event.no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these obse rvations have been previously reported.without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Incidence, risk factors, management and outcome. Rev neurol (paris). 2026;182(4):259-269. Doi:10.1016/j.neurol.2026.01.006. Hardware-related infections may follow primary deep brain stimulation (dbs) implantation or implantable pulse generator (ipg) replacement with challenging management in fluctuating parkinson¿s disease (pd) patients. We aimed to investigate the incidence, risk factors, management and outcome of dbs-related infections in pd. Reported events: between 8 and 20 patients experienced infection. Up to 5 were treated with a conservative strategy, up to 13 were treated with partial removal, and up to 9 were treated with full removal.